Event description:
It was reported by the customer, during receipt inspection, the auxiliary channel on the evis exera ii ultrasound gastrovideoscope was leaking air. No patient harm reported. During the evaluation of the device, it was noted there was gap of adhesive on the distal end and the probe unit acoustic lens was damaged. Additionally, foreign material (rust) was found at the distal end due to insufficient cleaning. This report is to capture the reportable malfunctions of the gap of adhesive on the distal end and foreign material (rust) at the distal end due to insufficient cleaning noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The guide pipe had a leak. The light guide cover lens, grip unit, scope cover, scope body, and switch box unit were scratched. The connecting tube was scratched and had snakiness. The charge-coupled cover lens glue was chipped. The distal end was deformed. The ks-mouthpiece corroded. The universal cord had chemical damage. The seat holder unit was corroded. The light guide cover glass was detached. The scope connector water mouthpiece was loosened. The wire stopper angulation was less of specified value.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 04-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap of adhesive on the distal end and the damaged probe unit likely occurred from an external force applied to the part. The cause of the incorrect reprocessing likely occurred from the gap at the distal end. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.